Manufacturer narrative:
Reporter is a synthes employee. Photo investigation: the complaint device was not returned for investigation. A photo analysis was completed on the received images. The images were reviewed and 3.5mm lcp superior anterior clavicle plates had broken in its implanted position. The root cause of the issue cannot be determined from the available information. Manufacturing record evaluation could not be performed as no lot number information was available. Since the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition of broken plate could be confirmed from the images. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient will undergo revision surgery due to a broken plate. The doctor reports that the clavicle plate placed on the patient has broken due to fatigue, for which they are going to remove the implant and place another one. Patient also experienced pain. This report is for a 3.5mm locking compression plate (lcp) sup ant clavicle plate. This is report 1 of 1 for (B)(4).